Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation showed use residue on the returned sample. The coiled wire of the guidewire was observed to be unraveled and both the coiled and core wires were observed to be broken. The distal weld tip of the guidewire was observed to be missing and was not returned. A microscopic observation revealed the break site of the core wire was slightly curved and tapered. The fracture surfaces of both the core wire and the coiled wire were observed to be flat and granular in texture. The fracture features observed on the returned guidewire are indicative of failure caused by excessive tensile (pulling) force. This was most likely caused by withdrawal of the guidewire against the needle bevel. As a note, the product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the guidewire was pulled it back through the needle as it would not advance and it shredded when pulled back through the needle.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the guidewire was pulled it back through the needle as it would not advance and it shredded when pulled back through the needle.